Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to treat an emergency acute mi case. The physician used two resolute integrity rx drug eluting stents to treat new lesions in the lmt exhibiting 100% stenosis and the lad exhibiting 90% stenosis. Pre-dilation was carried out for the lmt lesion but not for the lad lesion. Both stents were implanted successfully and post dilation performed. It was reported that after implantation of the stent shock developed, intra-aortic balloon pumping (iabp) was introduced, and then, thrombus was observed by cag. Iabp was used for (B)(6). Two days after weaning from iabp heart failure occurred and nippv was used and it was reported that vt occurred. It was noted that because the patient had acute myocardial infarction, thrombus was inevitably present. The physician considered that the most cause was patient¿s background.